Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 5mm by 4mm amplatzer piccolo occluder was successfully implanted in the patient's patent ductus arteriosus (pda). On (B)(6) 2021, an aortic obstruction was noted. The patient was taken to surgery where the device was removed and the aorta was successfully repaired. The patient was reported to be recovering. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 5mm by 4mm amplatzer piccolo occluder was successfully implanted in the patient's patent ductus arteriosus (pda). On (B)(6) 2021, an aortic obstruction was noted. The patient was taken to surgery where the device was removed and the aorta was successfully repaired. The patient was reported to be recovering. No additional information was provided.

Manufacturer narrative:
An event of "the device had migrated towards the aorta which was causing some obstruction", "decreased perfusion to the lower extremities", "decreased cardiac output/perfusion", and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, artmt600061587 revision c, the correct size piccolo occluder for the measurements provided was a 9-pdap-05-04-l, which is consistent with the implanted device. The cause of the reported event could not be conclusively determined. A CAPA was initiated for further investigation on the device embolization, per internal procedures.

Event description:
Additional information received regarding this event. It was reported that on (B)(6) 2021, a 5mm by 4mm amplatzer piccolo occluder was selected for implant in a 1.5 month old, 1.3 kg patient with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 3.3mm, pda diameter at aortic ampulla of 4mm, and pda length 13mm. The patient had been born at 25 weeks gestation. The device was successfully implanted intraductally in the patient's pda. On (B)(6) 2021, it was discovered that the patient had decreased perfusion to the lower extremities. A transthoracic echocardiogram (tte) revealed that the device had migrated towards the aorta which was causing some obstruction, but the device was still within the pda as well. The patient was taken to emergency surgery where the device was removed, and the pda was surgically repaired without any complications. The patient made it through the surgery, but unfortunately was unable to recover from the procedure and died on the evening of (B)(6) 2021. It is believed the patient never recovered from the decreased cardiac output/perfusion and the added stress of surgery the cause of the device migration was unknown. No additional information was provided.